Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b18, b20. Continued h.6. Investigation conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with 2 syringes of juvéderm volux¿ xc. Within 5-10 minutes, the healthcare professional noticed a ¿vascular occlusion¿ on the left side with ¿purple spots¿ on the left side of the lips. Patient was immediately administered hylenex, and the area looked better. The patient returned several hours later reporting that they believed the event was getting worse and another 1 ml of hylenex was administered. 2 days later, patient reported awakening at 4 am in ¿excruciating pain¿ in the left oral commissure. The patient was seen later that day and another 1 ml of hylenex was administered and prescribed 600 mg of motrin for the pain. The next day, the patient reported that they still had ¿pain¿ and was prescribed a medrol dosepak. The healthcare professional reported 90% improvement. The event is ongoing.